Event description:
It was reported that stent damage occurred. The 90% stenosed, 14mmx2.25mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50x20mm promus element drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and it was noted that the tip of the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 2.50x20mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Age at time of event - (B)(6) years old

Event description:
It was reported that stent damage occurred. The 90% stenosed, 14mm x 2.25mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50 x 20mm promus element drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and it was noted that the tip of the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.